Event description:
The pt has two leads (for off label-use) from the same lot number. It was reported the pt is not receiving stimulation. Reprogramming attempts did not provide resolution. The physician believes the leads are implanted too deep. In turn, the pt underwent surgical intervention on (B)(6) 2014 to move the leads more superficial to the skin. Effective coverage/stimulation was obtained post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.